Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported a loss of manual ventilation due to a broken adjustable pressure limiting valve. There was no report of patient injury.